Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. Following rotablatation with a 1.5 rota burr, a 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres on the second inflation. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of emerge balloon catheter. There was blood and contrast in the inflation lumen. Microscopic examination revealed a pinhole in the balloon wall at the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. Following rotablation with a 1.5 rota burr, a 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at 12 atmospheres on the second inflation. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was good.